Event description:
It was reported that the patient's inflatable penile prosthesis pump was not working. Cylinder fluid loss from a hole was noted. The patient experienced erectile dysfunction due to being unable to inflate with the pump. The physician also could not inflate the device prior to surgery. The device was replaced with a new 18cmx14mm ambicor penile prosthesis. The issue began thirty to sixty days prior to replacement. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis pump was not working. Cylinder fluid loss from a hole was noted. The patient experienced erectile dysfunction due to being unable to inflate with the pump. The physician also could not inflate the device prior to surgery. The device was replaced with a new 18cmx14mm ambicor penile prosthesis. The issue began thirty to sixty days prior to replacement. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.